Event description:
Customer reported a minimum fill notification, resulting in high blood glucose levels, though the specific value was not known. The customer addressed high blood glucose by administering a correction injection via multiple daily injections (mdi) and needed assistance from technical support to resolve pump issues. Initially, customer was unable to complete the loading process with the existing cartridge; however, after guidance from technical support to load a new cartridge using proper technique, the issue was resolved. Replacement cartridges and infusion sets were sent to the customer upon request.